Event description:
It was reported that a minicap extend life transfer set had a connection issue with minicaps. The reporter stated that the caps had been falling off of the set, and the patient changed transfer sets due to the issue. The patient was treated prophylactically with keflex (500 mg, twice daily for three days, route not reported) for the event. Follow-up with the reporter found that the patient did not have further issues using the new transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2 for this patient/event.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed with no issues noted. A leak test, clear passage test, and clamp function test were performed with no issues noted. The reported problem could not be confirmed through a sample evaluation. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. (B)(4).